Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the main lamp was not glowing and shifted into the spare lamp due to a defective converter. In addition, white light imaging (wli) lens were found to be foggy; one screw on the chassis was not fixed properly, and a dent was found on the back panel. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the visera elite xenon light source, after replacing new xenon bulb, the main xenon bulb did not ignite but the spare lamp was working. The issue was found during maintenance. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. Corrected fields: e1. (First /given name must be corrected to mehul and middle name: must remain blank). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be a power supply unit failure. The event can be prevented by following the instructions for use which state: ensure proper power condition at site (proper grounding & no voltage fluctuation) during fumigation equipment must cover or moved to other area. Prevent the equipment to hit with hard surfaces or dropped during movement from one location to another. Olympus will continue to monitor field performance for this device.